Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Visual inspections were performed on the returned device. The reported suture break could not be tested due to device components not being returned. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional proglide device is being filed under a separate medwatch manufacturer report number.

Event description:
It was reported that suture placement with two proglide device was attempted in the calcified right common femoral artery (rcfa) via 6f sheath using the pre-close technique prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, a suture break was noted when the needle plunger was removed after deployment of both proglide devices. Two additional proglide devices were used for successful suture placement using the pre-close technique in the rcfa and one proglide device was used in the left common femoral artery (lcfa). The sheath was upsized to an 18f and the aaa procedure was completed. Hemostasis was achieved in both the rcfa and lcfa using the pre-placed sutures of the proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.